Event description:
The respiratory therapist reported the ventilator did not transition over the backup battery power when the hospital had a power outage. The customer reported the ventilator shut down and alarmed. The ventilator was in use on a pt, and there was no pt harm. The pt was removed from the ventilator and placed on a different ventilator. The battery was reported to be functional pre-use and was in use on the pt for 1 month. The hospital biomedical engineer reported the battery was non-functional upon checkout after the reported event. Customer did not request evaluation or service of the ventilator. Return of battery was requested for analysis.

Manufacturer narrative:
Unit out of warranty; customer did not request evaluation/service. Complaint could not be confirmed; customer did not request evaluation/service.